Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 123 mg/dl. The insulin pump will be replaced nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.